Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus, mr, ous 2.5x28mm stent delivery system (sds) was returned for analysis. The manifold hub was not returned therefore it was not possible to identify the batch/serial number of this device. A visual and tactile examination found that the proximal end struts were not damaged, center to distal struts were stretched and misaligned in a distal direction. The stent was pulled slightly distally on the balloon which resulted in the distal end of the stent being positioned over the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the manifold. There was a hypotube shaft break at 1436mm from the end of the distal tip. There were several hypotube kinks along catheter shaft. A visual and tactile examination found no issues with the profile of the shaft. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-aug-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm x 3.0mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in a moderately tortuous and moderately calcified coronary artery. After a guide wire crossed the lesion, pre-dilatation was performed with a 1.50x10mm balloon catheter with 60% residual stenosis. A 2.50x28mm promus element&#10256;lus drug-eluting stent was then advanced but failed to cross the lesion even after almost 10-15 minutes of trying. The physician realized the lesion was very tight and tried to cross it again with the device but still failed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable and the patient is doing well. However, returned device analysis revealed stent damage and movement on balloon, and hypotube break.